Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). A livanova technician troubleshooted the device with the customer and determined that it was defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 erc tubing clamp gave "arterial clamp defective" error message during setup. In detail, the nylon gate is not retracting and staying extended as its trying to pinch the close. There was no patient involvement.

Manufacturer narrative:
Livanova received report that a s5 erc tubing clamp gave "arterial clamp defective" error message during setup. In detail, the nylon gate is not retracting and staying extended as it is trying to pinch the close. There was no patient involvement. A livanova technician troubleshooted the device and determined that it was defective. All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2013. Based on the investigation performed on similar cases the reported event was likely caused by a mechanical jamming of the motor because of misalignment or foreign bodies related to wearing. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.